Manufacturer narrative:
Concomitant products: product ID 3987, serial # (B)(4), implanted: (B)(6) 2002, product type lead; product ID 7496-25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
The patient reported that she is having shocking down her arm. The patient experienced a shock pain which feels like an electrical shock that shoots down the right arm. The feeling is a shock, like she is being electrocuted. This happens when she is picking up stuff or if she is laying on her arm when sleeping. When the shocking stops, the arm to the fingertip remains tingly for a while. This does not happen all the time, only once in a while. The patient has been to doctors who will not touch her because they do not know anything about the device. The patient has a new address and would like a listing of doctors. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.